Event description:
Atrial undersensing that could affect device function. Low measured p-waves: o.1mv at atrial sensitivity 0.15mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).